Manufacturer narrative:
Received one (1) used, list # d1000, tego¿ connector; lot # 3037789. A single used d1000 tego was returned with some partial seal tearing around the top rim but no other anomalies visible. No mating devices were returned to evaluate with the used d1000 tego. The used d1000 tego was pressure and vacuum leak tested to evaluate the assembly for leakage. The used d1000 tego met pressure and vacuum leak expectations outlined in the product performance specification. The complaint was unable to be confirmed.

Manufacturer narrative:
The product is available for investigation. It has not yet been received.

Event description:
The event involved a tego with reported air in the arterial line, not in the catheter, which prompted to stop the machine immediately. The customer could not determine if there was a leak. The tego was replaced with no further problems. There was no patient harm, nor adverse event, nor delay in critical therapy.